Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Pump was reset to resolve the issue and customer continued to use the pump for insulin therapy.